Manufacturer narrative:
Patient weight not available for reporting. Device is an instrument and is not implanted/explanted. DHR review was completed. Part: 03.037.032; lot: 9871983; manufacturing site: (B)(4); release to warehouse date: 24. June 2016. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all functional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Complaint summary: there were multiple devices with issues in this complaint. Initially, the nail extractor was reported as a concomitant device however during the investigation it was noted that the threads were deformed. The flow of damaged: visual (appearance not as expected) was selected to complete this investigation. Flow: damaged: visual (appearance not as expected). Visual inspection: the nail extractor (part # 03.037.032 lot # 9871983) was received at us cq with deformed distal threads. It was visually observed that the finished layer had been worn off and the most distal threads were rolled. There was no initial complaint against this device, the sales consultant reported the device as concomitant however on inspection at us cq it was noticed that the threads were deformed, therefor the complaint is confirmed dimensional inspection dimensional analysis was not performed as relevant features are significantly deformed due to post manufacturing damage. Document/specification review the following drawing(s) was reviewed; 03.037.032 nail extraction instrument: DHR review showed no ncr¿s were generated during production. Conclusion: the complaint condition is not confirmed as the nail extractor (part # 03.037.032 lot # 9871983) was received with deformed threads. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, threaded axis or damaged during sterile processing). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon opening the set during a trochanteric fixation nail advance (tfna) removal on (B)(6) 2018, the tip of the helical blade/screw extractor was discovered to be broken off and could not be used to remove the (tfna) screw. The insertion handle was then connected with the helical blade/screw coupling screw to the (tfna) screw in an attempt to remove the (tfna) screw. The screw was finally removed, but the screw inserter, coupling screw, and (tfna) screw were all damaged in the process. The helical blade/screw coupling screw won't slide in, the screw inserter was bent and the tfna screw peeled off. It was unknown when the hardware was implanted. The hardware removal was scheduled due to the patient's age. There was a 15 minute surgical delay. The surgery was successfully completed. Concomitant devices report: insertion handle (part number unknown, lot number unknown, quantity 1). This report is for one (1) nail extractor. This is report 4 of 5 for (B)(4).